Manufacturer narrative:
A follow-up report will be filed if more info becomes available.

Event description:
It was reported that md inserted sheath, & intra-aortic balloon (iab) was prepped per instruction. Iab was inserted as soon as it was prepped & removed from kit. As md advanced iab through sheath, difficulty was encountered. Membrane was partially unwrapped; nevertheless, md was able to insert iab into pt. Iab was in place & pump emitted blood in line alarms. Blood was visible in helium line. Iab was removed, & leakage underneath iab tip was seen. Md inserted second iab without incident. There were no reported pt complications.